Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and there was strain on the right atrial (ra) lead. Both leads were repositioned and the patient was stable with no consequences. Related manufacturer report number: 2017865-2018-04764.